Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device will not turn on/device not functioning. The patient also alleges difficulty breathing/shortness of breath and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient stated the device would not turn on and was not functioning. Patient complained they had difficulty breathing, shortness of breath, and headaches. There was no report of serious patient harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed dust like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the bottom enclosure, the blower box, the blower box cap, the blower motor, the blower outlet seal, and the blower isolators. Unknown yellow residue on the ui panel, on the keypad between the therapy and ramp buttons, and the top enclosure. Marks of unknown pink contamination on the ui panel and the top enclosure. Spots of black contamination, inconsistent with degraded sound abatement foam, on the dc jack colour insert, the rear panel, and in the iso (international organization of standardization) port. Spots of unknown brown contamination on the top enclosure. Unknown brown residue on the bottom enclosure and the rear panel. A non-skid pad was missing on the bottom enclosure. Spot of unknown brown contamination on the sd (secure digital) card door. Unknown residue on the top enclosure, the ui panel, and the dc jack power cable. Small hairlike fibers on the top enclosure. Spots of black contamination, inconsistent with degraded sound abatement foam, on the top enclosure and the bottom enclosure. Pieces of unknown yellow contamination on the ui panel. Pieces of unknown brown contamination on the blower box and the bottom enclosure. Potential dried liquid spots or mineral deposits on the blower motor and in the blower box, indicating potential liquid ingress. An insect was found on the rear panel. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.